Event description:
Patient reported that while moving in bed, one of the tubes disconnected from the pump. It separated off of the right side at the pump connection. Instructed the patient to power down the unit and clamp the line. Patient was instructed to follow their facilities instructions on spill to which the patient stated that there was very little spill. The patient was then instructed to go to the clinic in the morning to follow up. Medication being infused was unknown chemo drug. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.